Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that multiple occlusion alarms occurred resulting in a blood glucose (bg) level of 660 mg/dl and diabetic ketoacidosis (dka) considered dangerous. Reportedly, the cartridge had been in use for 3-4 days. The customer performed a supply change, delivered a correction bolus and did not eat carbohydrates to address bg level. The customer was taken to the emergency room (ER) and was subsequently hospitalized. The customer received treatment in the form of fluids, intravenously delivered drip, blood work and pain medicine while in the hospital. The customer was released from the hospital on (B)(6) 2018.